Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on the day following a revision procedure, the patient experienced a sudden return of tremors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.